Manufacturer narrative:
H10: manufacturer narrative: this statement is to summarize the investigation results regarding a complaint that alleges false positive result when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch numbers 2348241. The customer reported that they received flu a positive result on veritor test, but the pcr test showed a negative result for flu a. The customer also mentioned that they performed qc and it passed. During a follow up, the customer stated that the operators were opening the foil packages ahead of time and the cartridges were sitting exposed to potential contamination. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample analysis were performed on the batch number provided. Results were acceptable and no relevant issue was found. No photos or samples were received; therefore, return sample analysis could not be performed. This complaint was unable to be confirmed. Currently no adverse trend for false positive was identified.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b, customer had 1 false positive. This is a report of one occurrence, no report of adverse or injury. Eua (B)(4). The following information was provided by the initial reporter: customer problem: customer reports a flu a positive on veritor and flu a negative on pcr.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b, customer had 1 false positive. This is a report of one occurrence, no report of adverse or injury. Eua(B)(4). The following information was provided by the initial reporter: customer problem: customer reports a flu a positive on veritor and flu a negative on pcr.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Eua(B)(4).